Event description:
A v.a.c. Therapy pt being treated for bilateral foot ulcers of unk etiology, described as chronic non-healing wounds, reported that her wound conditions worsened and requested the device to be picked up.